Event description:
It was reported that device entrapment and coating issue were encountered via medwatch a 300cm straight tip v-14 control wire guidewire was advanced; however, it was stuck on the 014 rubicon 150cm catheter. The wire and catheter were removed from the patient and it was noticed that the hydrophilic coating was fraying off the wire and was stuck to the catheter tip. There were no patient complications reported.